Manufacturer narrative:
The reported event of high pacing impedance was unconfirmed. As received, a complete lead was returned in one piece for analysis. Electrical test, examinations, dimensional analysis, and insertion test did not identify any anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-37515. It was reported that the patient presented during implant procedure. Upon interrogation, it was noted that the left ventricular lead (lv lead) failed to capture and failed to sense while the right ventricular lead (rv lead) exhibited high capture threshold and high pacing impedance. The procedure was completed by replacing both rv and lv leads with alternative leads at the respective positions on (B)(6) 2021. The patient was in stable condition.